Event description:
It was reported that during a ptca/stent procedure on an acute myocardial infarction pt (contrary to IFU), the stent became dislodged from the stent delivery system in the left anterior descending. The physician retrieved the loose stent using a snare wire. No add'l info was provided.